Event description:
Hamilton medical ag received the following event description: it was reported that the ventilator stopped during ventilating, displaying errors 231009, 431002, and 231032. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4).investigation ongoing.